Manufacturer narrative:
Pump received with cracked battery tube thread and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. However, traces of corrosion found at the electronic assembly and motor assembly per visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the a corrosion and a crack on insulin pump. The customer stated that the corrosion was at the back of the insulin pump and at the bottom also there were a crack beside the battery compartment. The customer reported that the no physical damaged to the reservoir lip ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.